Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Visual inspection of the actual sample upon receipt found multiple cracks in the port at the root of thermistor probe of the oxygenator. Leakage test of the actual sample: the actual sample in the state as received was incorporated into a circuit consisting of tubing, and colored saline solution was circulated. As a result, leakage was observed from the cracks found. The thermistor probe was examined under x-ray fluoroscopy. There was no contamination of foreign substance that would apply stress to the bonded part between the thermistor probe and the port. The thermistor probe was observed using a polarizer. In comparison with a current product sample, no differences were observed in the state of internal strain. The cracks in the port were thought to have occurred when some kind of load was applied at some point after the bonding of thermistor probe to the port until the time of use; however, it was not possible to clarify the cause of this incident from the investigation results. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." "Do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir."

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. G4: PMA/510(k): k130520. The actual sample has not yet been received. Manufacturing record and the shipping inspection record of the actual sample found no anomaly. One similar report (B)(4) was found. The actual sample for (B)(4) was not returned. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that prior to starting the extracorporeal circulation with the patient, when preparing the circuit and testing it for recirculation with saline solution a leakage was detected in the connection area of the oxygenator (near the at the cross-cut valve). When analyzing closely the area a fracture/breakage was identified in that part. The event occurred pre-treatment. The procedure outcome was not reported. The patient was not harmed.